Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: on an unknown date, only 3 weeks after the surgery, it was confirmed that the plate had been broken at its neck. According to the information received it was reported that the plate had been broken at its neck an unknown date 3 weeks after the surgery. The product was returned to depuy synthes for evaluation. Depuy synthes then conducted visual inspection, dimensional examination and a review of the raw material certificate of the returned device. Visual analysis of the returned sample determined that the plate is broken apart at the hole va-3 as complained. During the analysis no manufacturing related defects could be detected. Dimensional analysis did not detect any deviation from the specification. All relevant features were as far as possible checked and were found according to the specification. The review of the raw material certificate has shown that the correct material was used and the material was according to the norm 5832-2 for unalloyed titanium implants for surgery. The complaint is rated as confirmed as the plate is broken as complained. During the performed evaluation no manufacturing related issue could be detected. The lot in question was manufactured in august 2020 and we are not aware of any other complaint for this article- and lot combination. Based on these findings we exclude a product related issue. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: part # 04.115.751s, lot # 61p6198, manufacturing site: mezzovico, release to warehouse date: aug 05, 2020, expiry date: july 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year is reported as 2021, however the exact date of the plate breakage is unknown. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation (orif) surgery for the distal radius fracture. On (B)(6) 2021, it was confirmed that the plate had been broken at its neck. On (B)(6) 2021, the patient underwent the revision surgery to remove the plate and refixing with artificial bone. No further information is available. Concomitant devices reported: cortex screw (part number 401.768s, lot number: 38p1563, quantity 1), locking screw (part number 04.210.118s, lot number: unk, quantity 5), locking screw (part number: 04.210.116s, lot number: unk, quantity 3), locking screw (part number 04.210.114s, lot number: unk, quantity 1). This report is for one (1) 2.4mm ti va-lcp volar rim dstl rad pl/6h hd/5h shft/lt-ster. This is report 1 of 1 for (B)(4).